Event description:
As reported in the move study, groin swelling occurred following successful deployment of three 6f-12f mynx control venous vascular closure devices (vcd). The swelling is believed to be possibly related to the device and likely related to the procedure. Venous hemostasis was maintained after closure assessment, final removal of the device was documented, and the subject was transferred to post-op/recovery. In a follow up visit, post-procedure. The patient presented with echymosis, which was reported to be mild in severity. It is probably related to the device and likely related to the procedure. There was a reported patient injury of groin swelling. The subject underwent a primary planned cardiac catheter-based index procedure for treatment of atrial fibrillation, documented as radiofrequency ablation. Venous access was obtained in the right leg only, with three total right-leg access sites, and ultrasound was selected as the technique used to gain venous access. The documented closure order was r1, r2, and r3, and successful deployment of the mynx control venous vcd was documented at each access site. The subject received intra-procedural heparin, protamine, local anesthetic with lidocaine, and had an activated clotting time of 306 seconds at the end of the closure procedure. No access-site related complications were documented after insertion of the first mynx control venous vcd and before transfer to recovery, and no other adverse events were documented during that interval. The subject completed a discharge visit, was able to ambulate 20 feet without venous rebleeding from any access site, had hospital discharge documented, and had a discharge pain score of 0. While in recovery and prior to discharge, the subject was documented as not experiencing listed discharge adverse events or other adverse events. The adverse event was documented separately as a mild access-site complication, and medication was provided. A duplex ultrasound was obtained, and there were no documented findings or evidence of deep vein thrombosis in the right lower extremity. An irregular appearance of subcutaneous tissues of the right groin region with associated mild peripheral vascularity. The event was not documented as a serious adverse event and did not result in discontinuation from the study. The devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.